Event description:
The consumer states that the brush head keeps coming off the brush while her son is using it. No injury has been reported. This is being reported conservatively based on the allegation of a malfunction (small part breakage) with the potential to cause serious injury (choking).